Event description:
Silicon breast implant rupture and cd30 markers capsule explant. Due to recalled silicon allergan implants. Natural allergan - bigs-001 study. Refer to additional documents in 12k. Reference report #mw5147084.